Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant sodium results was due to leaking ise seals. The fse replaced the ise seals and cleaned the ise module. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discordant sodium results were obtained on an advia 1800. These results were reported to health care providers. When the operator next ran qc for sodium, it was out of range. Thirty one samples were rerun and of those seventeen corrected results were issued. There were no reports of pt intervention or adverse health consequences due to the discordant sodium results.